Event description:
It was reported during interrogation of the device from an asymptomatic patient, non-sustained lead noise was observed due to ventricular undersensing on the near field channel. Mismatch between near field and far field channel resulted in non-sustained lead noise episode. The device was reprogrammed.